Event description:
The customer reported that she thought that the cannula had inserted properly, but when she removed it after 5 hours due to her blood glucose measuring 294 mg/dl she noticed that it had not.

Manufacturer narrative:
The returned product was evaluated and the reported malfunction was confirmed. The root cause was determined to be a broken cam finger which resulted in a failure to deploy the needle and insert the cannula. The device was unable to deliver insulin to the customer, contributing to the customer's hyperglycemia. An investigation into this issue was conducted and corrective action was implemented. This product lot was manufactured prior to that implementation. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises "to avoid hyperglycemia check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).